Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual evaluation shows the jaws are locked and the pins of carriage are damaged. The device is damaged and can not be tested. The device was opened and revealed the carriage pins damaged. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a rotator cuff repair the first-pass was unable to fire the suture into the needle, it got jammed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.